Event description:
It was reported that during the implant procedure, the physician encountered considerable difficulty in obtaining adequate pacing and threshold in the right atrium despite stable anatomical location in the right atrial appendage. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.